Event description:
The reporter did back to back blood glucose tests, within 10 minutes, using separate finger sticks. The results reported were 193, 158, 149 and 168 mg/dl. Reporter did not have any symptoms. A control test of 127 was in range. No harm was alleged. Follow-up attempts to contact the reporter for further info have not been successful.